Event description:
On (B)(6) 2007, the pt was implanted with an ams sparc sling system to treat stress urinary incontinence and pelvic organ prolapse. It was indicated that in "(B)(6) 2010 the pt began to experience vaginal erosion and was subjected to an additional surgery to remove the sparc sling." It was indicated that "the sling had attached to some of the pt's organs." In addition to the noted erosion, it was also indicated that "the pt experienced hardening, chronic pain, worsening dyspareunia, recurrent incontinence, continual bladder and urethral infections, and other injuries that resulted in permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.